Event description:
During the filling phase of a therapeutic hydrothermal ablation procedure, before the pt was in the room, the fluid heater canister broke apart and part of it ejected across the room. The plastic cylinders were intact, but the metal rod broke in half and there was powder present. Staff was in the room but no complications from the event.